Event description:
It was reported that post-paced t-wave oversensing was observed resulting in incorrect diagnosis of non-sustained lead noise. Reprogramming was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.